Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-01979. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to tibial loosening.